Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported that during the surgery of meniscus repair of right knee, the needle was broken off. The complaint device was received and evaluated; one plate and a piece of suture were returned. Upon visual inspection, the plastic sleeve was removed to verify the condition of the shaft, it was found that the needle is broken, and rests of biological matter were found on both of the broken pieces. The returned plate is in good condition, no structural anomalies were found. The piece of suture is cut and frayed on one end. The trigger was tested several times, it worked as intended, the spring pusher rod has no structural anomalies. A manufacturing record evaluation was performed for the finished device 8l09513 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle to be broken, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure of the right knee on (B)(6) 2021, it was observed that the needle on the truespan 24 degree peek device was broken off. All the pieces were removed from the patient. Another like device was used to complete the surgery. There were no adverse patient consequences nor surgical delay reported. No additional information could be provided.